Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtbb1d1 ICD, implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that there was dislodgement of the left ventricular (lv) lead. The lead retracted to the coronary sinus from the lateral vein and would not capture at high output. The clinician noticed extra slack in the right atrium and believes that it migrated through the suture sleeve into the device pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.